Event description:
It was reported that during a rotational atherectomy treatment procedure, there was no rotational speed display. The 90% stenosed target lesion was severely calcified and located in an unspecified vessel. It was noted that the rpm display on the rotablator console wasn't working. The system was rebooted and the issue was resolved. The procedure was completed successfully with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, there was no rotational speed display. The 90% stenosed target lesion was severely calcified and located in an unspecified vessel. It was noted that the rpm display on the rotablator console wasn't working. The system was rebooted and the issue was resolved. The procedure was completed successfully with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the console was tested and rotational speed in dynaglide mode and the maximum turbine rotational speed met typical operational speeds. Functional testing of the returned device revealed the rotational speed dropped abruptly approximately 30 krpm from maximum of 223 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).